Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the nephro videoscope parts fell off from the distal end (including bending section cover). The rubber end came off, the entire end blew up. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was confirmed during evaluation. However, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): as to the handling methods of the subject device, we checked the contents described in the instruction manual and found the following descriptions. Physical damage might be prevented by following these descriptions. ¿ do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.